Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,004 ohms. It was noted that rv impedance trends were characterized by a gradual rise in measurements, rather than a sudden spike. Review of post-lss stored episodes revealed noise with oversensing. No pauses were observed, and the patient's intrinsic rhythm was seen throughout the noise. Ts reviewed programming options. This pacemaker system remains in service. No adverse patient effects were reported.